Manufacturer narrative:
Returned device was received in damaged physical condition. The front and rear housing were both cracked and the screen was cracked. During the evaluation of the device, the device immediately alarmed ec 1720. The fault was found to be with a back-up capacitor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720 during testing. There were no reported adverse events. There was no patient present at the time of the event.